Event description:
The manufacturer received information alleging "more info media philips - long time coughing tight throat more difficult to support machine big tiredness ask change machine" related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on may 12, 2023, and section h11 should be reported as: the manufacturer previously received information alleging "more info media philips - long time coughing tight throat more difficult to support machine big tiredness ask change machine" related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the unit got corrected. Sections d8, d9, h2, h3 and h6 has been updated in this report.